Manufacturer narrative:
H4: the lot was manufactured sometime in april 2023. H11: the actual device was not available; however, a photograph and video of the sample, five (5) companion samples, and retention samples were provided for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Gravity test and then leak test under water were performed on the companion samples, and no leaks were observed. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. A visual inspection of the photo and video sample were performed, and a leak at the level of the heat seal chamber was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution infusion set leaked from the drip chamber. The leak occurred during a blood transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.